Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on a stored signal artifact monitor (sam) episode. Technical services (ts) reviewed the episode and determined there were wide signals on the electrogram, with one signal appearing on all channels with no known source. Ts also noted double counting of an individual beat on the right ventricular channel. Lead diagnostics were stable, and no adverse patient effects were reported. This crt-d remains in service.